Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of knee components due to infection. The case report form indicates this event is definitely not related to devices. This event report was received through clinical data collection activities.

Manufacturer narrative:
Superficial or deep infection and delayed wound healing are noted surgical risks. There are also risks that may lead to second surgical interventions or revisions. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. This patient has multiple health issues including weight, diabetes and hypertension that are known complications for implant patients in the postoperative period. There is no indication that there is a device related problem, there is no allegation against the device. The most likely cause of the reported event is related to the patient's underlying condition. This device is used for treatment not diagnosis. Devices not returned., not pending evaluation.

Event description:
The surgical intervention was due to a skin necrosis that ended in a deep infection. Initial implants have been removed, outcome is listed as "continuing". Associated MFR numbers for this event: 1038671-2018-00221, 1038671-2018-00222, 1038671-2018-00223, 1038671-2018-00224, 1038671-2018-00225.